Event description:
Customer reported unexpected negative reactions on the echo, for a patient sample with a previously identified anti-k.

Manufacturer narrative:
A returned patient sample was tested with retention crrs 3 lot e006 on an in-house echo. Anti-k was detected.